Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) inappropriately withheld therapy for detection of supra ventricular tachycardia (svt) instead of ventricular tachycardia (vt). The device remains in use. It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Concomitant medical products: dtba2d1 crtd, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.